Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(6) had a "defective battery" message on pcu8015. Failure device type: alaris system instrument failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: I recommended stephanie the following action: charge the battery over night if charging battery does not resolve the issue, replace a new battery and charge again. If new battery did not resolve the issue, replace power supply board. Otherwise, stephanie will call me back.